Event description:
The customer reported that the inside absorbance beads are leaking out and she said that she isn't leaving them on for too long as she changes them periodically. She hasn't ever had these problems before, and she's been ordering them for a while now.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation.